Event description:
The report received from the cec of the (B)(4) study's adjudication committee indicated that this patient had a cva on the same day following the index procedure. Pta was performed on a 90% occluded lesion in the proximal external carotid artery of 5mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch iii lesion was eccentric and severely calcified. Pre-procedure, the nih and the rankin stroke scale scores were not evaluated. Due to significant aortic tortuosity and significant right ica angulation, there was inability to deliver the angioguard embolic protection device. Balloon angioplasty or placement of a stent was not performed. The site reported a 90% final residual stenosis. During the procedure, the patient's blood pressure became elevated at 215 mmhg, but after given the ntg, he developed hypotension with systolic blood pressure ranges in 60s mmhg, requiring IV fluids, neosynephrine and atropine. He did not display neurological deficits at that time. After being transferred in holding area, he was noted to have left-sided facial droop and left hand weakness. The patient was admitted to ccu with concern for acute stroke. It was noted that the etiology for his stroke could be embolic after manipulation of the carotids or ischemic/watershed from a rapid drop in his blood pressure during the procedure. The neurology event form reported sudden onset of left hemiparesis/hemiplegia and dysarthria. A brain CT scan on showed no evidence of acute stroke. Neurology consultation was performed on the following day at 01:01. Neurological examination found the patient awake, alert, and fully oriented, with normal comprehension and spontaneous and fluent speech. His speech reported to be slurred, but with normal prosody and normal volume. There was a left facial droop. Left upper extremity strength evaluation showed: 4+/5 deltoid, 4/5 biceps, 4+/5 triceps bilaterally; 4/5 interossei bilaterally.

Manufacturer narrative:
There was no pronator drift or abnormal movements. Sensory was intact. Random alternative movement was clumsy. Impression: deficits referable to right subcortical lesion, likely corona radiate vs. Internal capsule either embolic in nature or watershed, a stat MRI and mra of the brain without contrast was recommended. A brain MRI and mra without contrast on (B)(6) 2008 revealed a recent small infarct in the posterior right basal ganglia and mid corona radiate region; mild chronic ischemic small vessel changes; and intracranial atherosclerosis including mild to moderate stenosis of the cavernous segments of the ica, right greater than left, which correlates with calcified plaque seen in the head CT scan and stenosis of the proximal right pca. The post-procedure course was complicated by anemia, for which an abdomen CT scan was performed with no acute findings. At discharge on two days later, the nih stroke scale score was not assessed and the rankin stroke scale score was 2. The patient was discharged on (B)(6) 2008 with discharge diagnoses: cva secondary to watershed infarct, anemia of unknown etiology and bilateral carotid disease. At 30 day follow-up visit, the nih and rankin stroke scale scores were not assessed. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This (B)(6) study patient underwent attempted left carotid artery stent implantation, but no distal protection product could be delivered to the target lesion and the procedure was aborted with no attempt made at stent deployment. A spider eb3 embolic protection device was attempted and could not cross either. The precise sds was never used, as no embolic protection device could cross the lesion. The decision was made to abort the procedure. The patient suffered a stroke exhibited by left-sided hemiparesis and dysarthria, the night following the aborted procedure. The symptoms occurring on the left side speak to the known disease of the right carotid system. According to the adjudication minutes, the patient experienced a cva that was procedure and device related. This was previously captured as a non-complaint to the angioguard since the stroke occurred after the angioguard was removed. Based on additional information provided in the minutes, the patient experienced hypertension during the procedure, and after treatment with nitroglycerin experienced hypotension. The source documents noted that the etiology for the stroke could be embolic after manipulation of the carotids or ischemic/watershed from a rapid drop in his blood pressure during the procedure. Review of the information reveals this event to be unrelated to any cordis product. This patient's medical history predisposes the patient to neurological events, specifically the reoccurrence of carotid artery disease post surgical intervention. The patients medical history includes hyperlipidemia, cardiac arrhythmia, smoking, coronary artery disease and hypertension with high risk criteria including contralateral carotid occlusion and previous cea with recurrent stenosis. The product was not returned for analysis. Per (B)(4) report: cordis corporation reported no product is expected to be returned to (B)(4) medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, (B)(4) medical is unable to determine the exact cause for this incident. (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 03988347, which corresponds to cordis lot number 70807503. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. The physical manipulation of interventional devices in the carotid arteries produces the risk of dislodgement of debris that may flow downstream potentially disrupting perfusion both during and after carotid stent implantation. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.